Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during post procedure follow up, the right atrial lead exhibited loss of capture. The lead was repositioned successfully on (B)(6) 2014. The medical condition of the patient was good after the procedure.